Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024 for treatment of jaundice. During the procedure, the physician was unable to advance the exalt scope through the pylorus due to pyloric stricture. They switched to a forward viewing egd scope to perform dilations. The physician then returned to the exalt scope to perform additional maneuvers. After a few seconds of use, the scope lost visualization, and the loading screen appeared. The procedure was completed using a second exalt scope. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024 for treatment of jaundice. During the procedure, the physician was unable to advance the exalt scope through the pylorus due to pyloric stricture. They switched to a forward viewing egd scope to perform dilations. The physician then returned to the exalt scope to perform additional maneuvers. After a few seconds of use, the scope lost visualization, and the loading screen appeared. The procedure was completed using a second exalt scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. H11: the returned exalt model d scope was analyzed, during the functional test the scope was connected to the controller, and it displayed image. However, the image was lost after moving the device from the handle knobs. The reported event was confirmed. After disassembling the device, it was noted that the low voltage differential signaling (lvds) cable was causing image lost. After replacing the lvds cable, the image was displayed as expected, with no loss of visualization while moving the handle knobs. It is possible that the cable lost its integrity internally due to the repeated movement. With all the available information, boston scientific concludes the reported event was confirmed. The probable cause selected is traced to component failure since it cannot be traced to a manufacturing deficiency or a design issue but rather relates to a random specific component failure of the lvds cable.